Event description:
Post implantation of an acumed clavicle plate, the patient was changing a tire and reported shoulder pain. An x-ray was taken and confirmed a broken screw. The plate was removed and a new one implanted.

Manufacturer narrative:
The following medical device reports are associated with this event: 3025141-2013-00128.